Event description:
The device was replaced due to upgrade. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the battery measured a telemetered value of 1.96 volts loaded. The battery was 2.836 volts measured with a dvm while the hybrid was still attached to the battery and 500 ohm loads across the output. The incorrect rtt (real time telemetry) battery voltage measurements are the result of high internal battery resistance.